Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unknown procedure, the staple was malformed. No patient consequences were reported.